Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I got pregnant") and experienced gestational hypertension ("my blood pressure went up so I had to get induced at (B)(6)") and induced labour ("so I had to get induced at (B)(6)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes removed.). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, gestational hypertension and induced labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered gestational hypertension, induced labour, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: doctor found only one coil and that other one probably came out when she gave birth. Concerning the injuries reported in this case, the following one/ones were received via social media: gestational hypertension, induced labour, medical device removal ,pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant") and experienced gestational hypertension ("my blood pressure went up so I had to get induced at 37 weeks") and induced labour ("so I had to get induced at 37 weeks"). The patient was treated with surgery (tubes removed.). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, gestational hypertension and induced labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered gestational hypertension, induced labour, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: doctor found only one coil and that other one probably came out when she gave birth. Concerning the injuries reported in this case, the following one/ones were received via social media: gestational hypertension, induced labour, medical device removal ,pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.